Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the reset button in safe position and with the knife covered. During one test sequence, the reset button was armed as intended; the bullet returned to the original position upon cutting and advancing through the skin test media; however, the reset button did not returned as intended to unarmed position. Please note that an investigation has been initiated to address the potential root cause of this issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, the knife on the trocar was stuck; the operator was not able to get the knife out of the shield. It is unknown how the procedure was completed. There were no adverse consequences for the patient.